Event description:
During admission, the vasoactive drips needed to be switched from the transport team¿s IV pumps to the b. Braun IV pumps. The patient arrived on epinephrine 0.2 mcg/kg/min, levophed 0.9 mcg/kg/min, and vasopressin 0.04 u/hr. The nurse started the levophed drip in the b. Braun pump, and the pump alarmed downstream occlusion, which could not be resolved. The tubing was switched to another channel, and again, downstream occlusion alarmed. The tubing was then placed into a third channel, and the levophed drip ran without any alarms. During this process, the patient¿s blood pressure dropped to 89/41 (55) at 4:10 pm, and calcium 1 gram IV was given. The patient¿s blood pressure increased to 130s/60s and remained stable.